Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding is determined to be anti coagulation management because the partial thromboplastin time (ptt) values were very high(200) than the therapeutic range during the time of bleeding and the heparin was kept on hold to bleeding was resolved later.

Event description:
The complainant reported that a patient on impella cp support developed oozing from the access site. The perclose was pushed and the bleeding resolved. The next day, the site was oozing with drainage. A sandbag was placed, and heparin was held. Bleeding was resolved and the patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿